Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the laser began forward firing. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
It was initially reported that during a procedure, the laser began forward firing. Analysis did identify a distal circumferential fracture, but the output results of the forward firing test was below the threshold for potential patient harm. Based on the information available, there was no reported permanent impairment of a body function, permanent damage to a body structure, no medical or surgical intervention to prevent permanent impairment of a body function or structure was performed, and the event was not life threatening. There was no information to reasonably suggest that a distal circumferential fracture with output below threshold for potential patient harm could potentially cause or contribute to a death or serious injury if the malfunction were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the laser began forward firing. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
It was initially reported that during a procedure, the laser began forward firing. Analysis did identify a distal circumferential fracture, but the output results of the forward firing test was below the threshold for potential patient harm. Based on the information available, there was no reported permanent impairment of a body function, permanent damage to a body structure, no medical or surgical intervention to prevent permanent impairment of a body function or structure was performed, and the event was not life threatening. There was no information to reasonably suggest that a distal circumferential fracture with output below threshold for potential patient harm could potentially cause or contribute to a death or serious injury if the malfunction were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that, during a photo selective vaporization of the prostate procedure, the laser began forward firing. The procedure was completed using another fiber without patient complications.